Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on patch assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed non penetrating nick on the device.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.